Manufacturer narrative:
The insulin pump received was received with cracked battery tube threads, broken reservoir tube lip and minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Troubleshooting for the cosmetic damage was performed. Customer advised the rim that holds the vial in broke off at the halfway point. Customer advised they dropped their insulin pump and the reservoir popped out. Troubleshooting for the cosmetic damage was performed. Customer advised the damage is mainly on the reservoir compartment which includes cracks and chipping. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.